Event description:
It was reported that particulate matter was observed in a syringe inlet, micro-volume with luer lock end. The pm was further described as brown specs. This was observed when opening the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. Correction to b5: describe event or problem. B5: the quantity of affected product was two (2), previously submitted as one (1). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.